Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive root cause could not be confirmed, based on the results of the investigation, one of the following is presumed to be the cause of the reported event: the power supply board failed. The image processing board broke down. The lcd panel failed. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 16aug2021 confirming that this event did not occur during a procedure. The customer stated that this event was noted in the morning before starting any of the cases for the day.

Event description:
The customer reported that the olympus high definition lcd monitor would not power on. Additional event questions have been sent to the customer, but no answers have been received. At this time, there was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel. Tac performed some troubleshooting options with the customer including changing out the cable. At this time, it is unclear the if the new cable resolved the issue or not. Additional information has been requested, but has not been received at this time. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.